Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the vitrectomy probe did not cut. Aspiration was present. The probe was replaced and the procedure was completed without patient harm. Additional information was requested but not received.

Manufacturer narrative:
Additional information has been provided. One opened probe was received with a tip protector in a box for the report no cut. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints for the reported issue. The returned sample was visually inspected and found nonconforming. The cutter was stuck in the port. Functional testing could not be performed as the cutter remained stuck in the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. There was no presence of adhesive on the inner cutter when held under uv lighting. The barb of the rear housing broke off during disassembly of the probe. Gouge marks were observed at the bend area and several locations along the inner cutter. The complaint evaluation confirms the probe had a cut issue. The root cause for the cut issue was due to the separation of components within the probe. It appears that during surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. The exact root cause of the barb of the rear housing breaking off in the retainer cannot be determined from this evaluation. The most likely contributors to this non-conformance are a defect in the plastic material of the rear housing, or the strength of the adhesive bond on the extension, causing the bond to be stronger and break the rear housing at some point during use. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).